Event description:
Healthcare professional reported the explant of a lap-band access port due to a leak first noticed when physician noted "missing fluid" during an adjustment fill. No diagnostic testing was performed, however, physician continued to note "missing fluid" in the several following adjustment fills. The access port was explanted and replaced.

Manufacturer narrative:
(B)(4). The product associated with this report was returned; however, the device analysis results are pending at this time. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."